Event description:
In this event a doctor reported that a tradition handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by mfg. Personnel and met all specification. Quality personnel then invested the handpiece. Maximum temperature of the handpiece while free running was recorded at 41.2 degrees celsius. Per iso13732-1, a 41.2 degrees celsius temperature does not qualify as a burn regardless of the contact period. As received, the cap button was stuck in the downward position this is most likely due to a buildup of debris which caused the cap to stick. A burn mark on the outer surface of the cap was also observed. Significant wear was seen on the inside surface of the button that faces the pusher and on the pusher itself. This indicates severe interaction between these 2 mechanisms at high rotational speeds which creates heat. Significant debris was also observed within the cap and head cavities and set components. The combinations of debris, friction between parts are most likely responsible for the customer complaint. In addition, all components looked dry with no sign of lubrication.